Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the wrong alarm limits from the efficia center override the correct monitor alarm limits. There was no reported patient incident or injury.